Event description:
An initial MDR decision regarding this case was recorded on (B)(6) 2023, and the event was deemed not reportable. Additional information was received by millyard advanced medical products, llc on 15-apr-2024 by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Based on the outcome of the investigation, the event is now deemed reportable. The patient reported half of her last vial of remodulin leaked when filling her cassette and her pump was alarming cassette depleted. She reported she lost her backup pump and remote. The patient was advised to report to the ER. Logs from remote (B)(6) (paired with pump (B)(6) indicate early cassette depleted alarms were generated around the date of the complaint. The logs leading up to depletion alarms are consistent with a sticky reservoir valve. Pump (B)(6) was disassembled for further investigation and fluid ingress was observed. No cassettes were returned, so the cause of the fluid ingress cannot be determined. No further investigation is possible. The system functioned within specification. Remote (B)(6) and pump (B)(6) alarmed accurately and entered a failsafe state after alarming.